Event description:
It was reported that the patient presented for a routine follow-up, during which user concern was noted regarding the right ventricular (rv) lead due to an unspecified issue. No intervention was performed, and the patient was stable. Additional information was requested but not received.